Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, burning, and redness at the sensor site and had contact with a healthcare professional who "moisturized the allergic area" and prescribed fusicutan (fucidic acid) 20 mg antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor and no issues were observed. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, burning, and redness at the sensor site and had contact with a healthcare professional who "moisturized the allergic area" and prescribed fusicutan (fucidic acid) 20mg antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.